Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(4) 2013, product type: catheter. Product ID: 8590-1, lot# n342951, serial# implanted: (B)(6) 2013, product type: accessory.

Event description:
The patient was last filled by their doctor on (B)(4) 2014, with dilaudid and clonidine. The patient reported they were in the hospital because of pain, and they were not able to have their pain under control. Telemetry confirmed a critical alarm was occurring due to an empty reservoir volume reached. The patient¿s insurance had changed, and that was why their pump was no longer filled by their doctor. It was thought that the pump went empty about two months prior to the report. The patient was scheduled to see another doctor on (B)(4) 2015. The office was to follow-up with the patient to try and see them sooner.